Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead and right ventricular (rv) lead. As a result, inappropriate atrial tachy response (atr) episodes were stored. Threshold and impedance measurements were in range. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to make a correction in the h6 impact codes. This report is being submitted to update section b5 and h6 codes. This report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead and right ventricular (rv) lead. As a result, inappropriate atrial tachy response (atr) episodes were stored. Threshold and impedance measurements were in range. No adverse patient effects were reported. Additional information indicated that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned. Additional information indicated that prior the explant date, pacing inhibition was also noted. No additional adverse patient effects were reported. This was already returned.

Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. This report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead and right ventricular (rv) lead. As a result, inappropriate atrial tachy response (atr) episodes were stored. Threshold and impedance measurements were in range. No adverse patient effects were reported. Additional information indicated that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned. Additional information indicated that prior the explant date, pacing inhibition was also noted. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead and right ventricular (rv) lead. As a result, inappropriate atrial tachy response (atr) episodes were stored. Threshold and impedance measurements were in range. No adverse patient effects were reported. Additional information indicated that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned.